Manufacturer narrative:
(B)(4). Batch # p56976. Investigation summary ==> the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open left upper lobectomy, bleeding occurred at the 3rd firing. The device was used on the blood vessel. Then, the pulmonary artery was clamped to check the bleeding part, and it was found that the staples were not deployed at the middle of the cartridge. The amount of the bleeding is 20cc. Taco-seal was used to stop the bleeding, and additional hand suture with prolene was performed to complete the case. There were no adverse consequences to the patient.